Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was having a magnetic resonance imaging (MRI) procedure done and that it was unknown if it was due to a problem with the device or therapy. It was noted that the patient told the hcp that the pump was moving and was out of its ¿pouch.¿ the hcp had no further information of what was meant by ¿out of the pouch¿ and was unable to answer any further questions. On (B)(6) 2017, a manufacturer¿s representative reported that the patient¿s MRI was not done after the MRI technician spoke with the manufacturer. It was reported that the representative confirmed that the pump location was near the patient¿s hip and was 100% flat, especially when the patient was supine. It was indicated that the physician would order an MRI through another facility. Additional information was reported by the consumer on (B)(6) 2017 regarding the patient¿s implanted system which was used to deliver clonidine and fentanyl. It was reported that due to the patient¿s body size the pump ¿flipped to the side¿ in the summer of 2016. The patient had talked to the company representative and their physician about this issue in (B)(6) 2016 and discussed having surgery in the first part of 2017. The patient has surgery on (B)(6) 2017 to put the pump in a deeper pocket. No further complications were reported. Additional information was also received from the healthcare provider and manufacturer representative on april 27, 2017. The representative reported the healthcare provider was able to confirm that the pump had not flipped to the side, and indicated they became aware of the issue when the patient was denied an MRI (date not specified). The healthcare provider reported the results of the MRI indicated a mild bulge at the l4/l5. The patient's weight at the time of the event was reported as (B)(6). The representative was not sure when the MRI appointment had occurred, at which point they became aware of the pump movement allegation or a need for a revision. However, information from the healthcare provider on (B)(6) 2017 suggest the MRI had been scheduled for (B)(6) 2017.